Manufacturer narrative:
H6: evaluation codes updated. Device evaluation: neither sample or pictures were received for the analysis of this complaint. No device history record was reviewed since lot number was not provided. Without the return of the used samples a comprehensive failure investigation cannot be performed and a probable cause cannot be determined. If the product is returned, this complaint will be reopened for further investigation.

Event description:
It was reported that the flange on the tracheostomy tube had split from one side. Due to this the patient's safety was at risk and the tube was immediately changed. There was patient involvement, and no patient harm/adverse event reported.

Manufacturer narrative:
Unknown manufacturer: a catalog and lot number could not be confirmed for this incident and without this information we are unable to determine where the device was manufactured. Therefore, smiths medical corporate headquarters in oakdale, mn has been listed in sections d3. And g1. And the oakdale FDA registration number has been used for the manufacture report number. H3. Reason device not evaluated by mfg: other; device was not returned to manufacturer. Investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available.